Manufacturer narrative:
Information received from the (B)(4) indicated that a patient experienced hypo-perfusion during implant of a coronary artery stent. The patient's medical history is significant for angina, (B)(6) functions study for (B)(4), family history of coronary artery disease, hypertension and smoking. The target lesion was the distal right coronary artery (rca). The lesion was described as 95% stenosed and de novo. The lesion was pre-dilated followed by the implant of a 3.5mm x 28mm cypher stent at 18atms. According to the database there were multiple episodes of slow flow following deployment of the stent that required treatment with intracoronary nitroprusside. The stent was post-dilated per standard routine and the reported residual stenosis was 0%. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hypo-perfusion is a known potential adverse event associated with coronary stenting. There are multiple factors that contribute to this type of event, mostly vessel/lesion characteristics, and vessel recoil. Review of the available information provided suggests that the reported event is related to the inherent risk of the procedure. There is no indication that there is a design or manufacturing related issue, therefore no action will be taken.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received a 3.5 x 28mm cypher stent in the distal rca. During the procedure, there were multiple episodes of slow flow requiring nitroprusside intracoronary. The event was resolved and the procedure was successfully completed.